Manufacturer narrative:
Review of ticket trending data for list 2k41 did not identify an increase in complaint activity related to the complaint issue. The lot search for likely cause reagent lot 32121un17 also did not identify an increase in lot activity for falsely elevated patient results. A device history record review was performed on lot 32121un17, which did not show any potential non-conformances, deviations, or non-conformances. To further investigate the customer's issue, a historical performance of reagent lot 32121un17 was evaluated using world wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 32121un17 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 32121un17. Labeling was reviewed and found to adequately address the issue under review. A product deficiency was not identified.

Event description:
The account generated a false positive architect stat troponin-I of 0.893 ng/ml on sample ID (B)(6) classified as 1+ lipemic, that was questioned by the physician. The sample was processed again with negative (<0.02 ng/ml) architect stat troponin-I and negative I-stat method. The account uses a critical reference range >0.25 ng/ml. No impact to patient management was reported. No specific patient information was provided.